Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an acl hamstring repair, outside the patient, the surgeon could not fit the hamstring tendon into the slotted tendon stripper as the slot was not big enough. The surgeon tried to make the slot at the distal tip bigger using another instrument to try and widen the slot, this led to the distal tip breaking. The procedure was successfully completed with non-significant surgical delay using a s+n back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the customer provided images reveal the distal tip of the tendon stripper was fractured as reported. There was a relationship found between the device and the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.